Event description:
(B)(4). Sharp piercing "uterial" pain, lower back pain, and headache. Inflamed lips, right finger, huge painful left inner thigh, that hurt to walk, bend, sit, had to be cut open and drained at my doctor's office. Huge amount of pus and blood came out. On antibiotics, it still has pus in it now . My feet are now always dry and peeling, I have been using all kinds of foot creams still haven't worked. My belly is bloated all the time.

Event description:
Additional info received from the reporter on 03/02/2015: there are several I already submitted a report yesterday. I forgot about some additional things that have happened while on essure. I have a rash/cut on the right ring finger,lips burn and inflame, peeling feet, incontinence for over a year that will not completely go away. It gets better then comes back. I have a light blochy patch on my left chin area that appeared out of no where since being on essure. I have low energy, have weird pains after sitting for awhile. Hair has been shedding more. Stomach bloat cannot lose weight. #medwatcher #(B)(4).